Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system image files became corrupted. The files were reinstalled and motion and detector calibration was completed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for an unknown procedure. It was reported the system took a long time to boot up, and when it did boot, it would not take images. This issue occurred intraoperatively. There was no reported impact on patient outcome.